Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing an unknown liberty cycler, and the patient¿s adverse events of a pleuroperitoneal leak (characterize by dyspnea) which resulted in the patient¿s hospitalization, and transition of modality to hd. Given the limited follow-up information available, a more comprehensive investigation could not be performed. Pd fluid leaks can be caused by congenital or acquired diaphragmatic defects, disorders of the lymphatic system and/or increases in intraperitoneal pressure. Based on the limited information available, the unknown liberty cycler cannot be excluded from having a possible causal or contributory role in the serious adverse events. While there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Pd therapy is known to increase the intraperitoneal pressure gradient in patient¿s while receiving treatment, therefore it is likely the device impacted the pleuroperitoneal leak. Therefore, without a discharge summary, hospital records or treatment records, this clinical investigation cannot disassociate the device from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to breathlessness (dyspnea). It was discovered the patient¿s peritoneal membrane was leaking fluid into the pleural space (pleuroperitoneal leak), and the patient was transitioned to hemodialysis (hs). Subsequent attempts to obtain additional information (e.g., discharge summary, hospital records, treatment data) has thus far proven unsuccessful.

Event description:
It was reported to fresenius (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to breathlessness (dyspnea). It was discovered the patient¿s peritoneal membrane was leaking fluid into the pleural space (pleuroperitoneal leak), and the patient was transitioned to hemodialysis (hs). Subsequent attempts to obtain additional information (e.g., discharge summary, hospital records, treatment data) has thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. The investigation determined that there was no causal relationship between the objective evidence and the alleged event; therefore the alleged event is unconfirmed. A definitive conclusion regarding the reported incident could not be reached.